Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2015-01521 / 01522 & 02145 / 02146).

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2013 implanting an orthopedic salvage system. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. The lockpin, femoral bushings, axle, tibial bearing and reinforced yoke were removed and replaced. A further revision procedure occured on (B)(6), 2015 due to dislocating hinge component. The lockpin, axle, tibial bearing, reinforced yoke, tibial and femoral bushings were removed and replaced.

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2013 implanting an orthopedic salvage system. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. The lockpin, femoral bushings, axle, tibial bearing and reinforced yoke were removed and replaced. A further revision procedure has been indicated due to a dislocating hinge component; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 01521 / 01522).